Event description:
On (B)(6) 2013, the reporter stated that there was a report of phlebitis. The pt was a child with asphyxia neonatorum. On (B)(6) 2013, the pt received IV infusion therapy. On (B)(6) 2013, the IV infusion was discontinued. After removal of the catheter there were no abnormalities noted. On (B)(6) 2013, the parents found a red and swollen area at the IV site. An incision and drainage was performed and it was noted that pus was draining. Erythromycin ointment was applied. On (B)(6) 2013, the pt was discharged home. On (B)(6) 2013, the pt returned as the swelling had not resolved and there was a 3cm red line that was observed. The pt received another incision and drainage, the site was cleaned with gentamicin, and mupirocin ointment was applied and prescribed to be applied everyday. On (B)(6) 2013, the swelling and the red line had resolved.

Manufacturer narrative:
A sample was sent and is under device evaluation. Once the product has been evaluated the device evaluation report will be sent as a follow up.